Event description:
The customer contact reported unrestricted flow. At 1945, while the nurse attempted to program the device to deliver an unspecified concentration of levophed 250 ml, the device alarmed with n250 (door open while pumping). At that time, the customer contact reported the nurse opened the door to clear the alarm. It was reported that the device continued to alarm, and the nurse made an unspecified number of unsuccessful attempts to clear the alarm. After an unspecified length of time, the nurse disconnected the tubing set from the pt. At that time, it was reported that the nurse noted that 50 ml of levophed had been delivered to the pt. At that time, the customer contact reported that the pt complained of chest pain, and the pt¿s arterial blood pressure (abp) had increased from 83/41 mmhg to 211/88 mmhg. It was reported that the pt was treated with an unspecified volume of morphine sulfate, and an unspecified concentration of cardene IV. After approx. 10 minutes, it was reported that the pt¿s abp decreased to 67/32 mmhg. At that time, the cardene therapy was discontinued. Though requested, no add¿l info was provided, including if the levophed therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. The device alarm log was downloaded and printed at the user facility. A review of the device alarm log indicates on (B)(6) 2012, from 1910 to 1914, the device alarmed n250 (door open while pumping) twenty seven times. The device history was downloaded at the service center. The pump history indicated that the pump continued to be in use after the reported date. All data from the reported event date of (B)(6) 2012, was overwritten by the newer info. This report represents all the info known by the reporter upon query by hospira personnel.